Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary #(B)(4) - the medial segment of the lead was returned to the manufacturer and analyzed. The distal conductor was fractured. The distal conductor had blood/body fluid (not obstructed). The outer insulation had a breached depression.

Event description:
It was reported that on both the atrial and ventricular leads there were low impedance measurements, pacing failure and oversensing. The low impedance measurements were on the atrial lead 166 ohms and 170 ohms on the ventricular lead. Both of the leads will be replaced. No patient complications have been reported as a result of this event.